Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dignishield inflation port was not present. It appears it was ripped off in the manufacturing or packaging process. The nurse was preparing to insert and went to pull back any air remaining in the balloon when they noticed there was no inflation port on the rectal tubing.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one opened (with original packaging), dignishield. Visual inspection of the sample noted that the inflation port was detached from dignishield tubing. This does not meet specification which states "detached, incorrect assembly and damaged catheter, arms and connector (flush, inflation, & irrigation) are not allowed". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿arm has become detached¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Precautions: close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4). Patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. If the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. To avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. Notify a physician if any of the following occur: persistent rectal pain rectal bleeding abdominal distension if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. When using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. Ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Potential adverse events as with the use of any rectal device, the following adverse events may occur: pressure necrosis of rectal or anal mucosa infection bowel obstruction perforation of the bowel rectal bleeding rectal tear ulceration of rectal/anal mucosa" UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield inflation port was not present. It appears it was ripped off in the manufacturing or packaging process. The nurse was preparing to insert and went to pull back any air remaining in the balloon when they noticed there was no inflation port on the rectal tubing.